Event description:
In 2005 sofradim (manufacturer) was informed by distributor of a adverse event following the implantation via open surgery of a parietex composite mesh: the mesh was implanted on the and had to be explanted one day after for early recurrence. Dr. Opened the pt and said that the mesh appeared torn. The explanted mesh was returned to sofradim production for examination in 2005.